Event description:
Historical information: patient (presenting for follow-up appointment; with symptoms of rle vlu (right lower leg venous leg ulcer), dermatitis, and skin breakdown) received care from clinic on (B)(6) 2024 where her treatment plan included injection of lidocaine to r posterior calf ulcer for sharp wound debridement. At that time, patient experienced intolerable perioperative pain. During the visit, the patient was ask to fill prescription for lyrica and histamines should symptoms continue after her visit. Narrative of events starting 02:30am friday morning ((B)(6) 2024): saturday morning at 02:30am, patient began experiencing concerns as her wound was burning and pruritic, symptoms persisting after she removed the bandages placed at her appointment the day prior. Patient reported events to clinic admin staff on friday morning ((B)(6) 2024). In addition to updating admin staff on the recent, the patient also requested delivery of the wound care supplies that she unintentionally left at the clinic during her appointment the day prior. Admin staff intercepted the patient's call and routed the message to the provider of record, (B)(6). Admin staff informed patient that dressing delivery was unavailable due to inclement weather causing snowy conditions that made travel unsafe for both the patient and the clinical staff. (B)(6) advised that the patient use wound cleanser to thoroughly clean wound bed, removing any ruminants of the patient's previous wound filler and dressings. (B)(6) also noted that the patient should seek medical attention from an acute care facility should her symptoms persist or worsen. Patient performed her own wound care at that time with dermagran b and surgical bandages (from a recent dme order). 24 hours after patient's initial notice of symptoms (occurring on friday (B)(6) 2024), patient notified the admin staff early saturday morning with pictures of her current wound; pictures were forwarded to writes, dr. (B)(6), on same day ((B)(6) 2024). Dr. (B)(6) intercepted the patient images and called the patient at 11:47am with directives for a return call (left message on patient's voicemail). Patient did not return dr. (B)(6) call and another 24 hours passed, during which time dr. (B)(6) sent a follow-up text (sent sunday morning sent at 7:00am). Patient and dr. (B)(6) communicated via text at 8:00am on sunday about a likely skin contact allergy and dermatitis from lidocaine injections and topical anesthetics perioperatively. Patient was instructed to go to ER. Dr. (B)(6) called ahead to deliver peer-to-peer report to the on-site ER provider, speaking with the provider twice. On-site provider was notified of patient's symptoms of pain and burning present; no systemic symptoms of fever, chills, rash, lip swelling, chest pain or sob. Disposition was patient to receive decadron IV and antibiotics prophylaxis (as her pcr testing done at clinical appointment on thursday was negative). Doxycycline 100mg po bid rx suggested for anti-inflammatory effects as well and mrsa coverage.